Event description:
It was initially noted that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Once the pocket was open, it was noted that the noise oversensing was due to the setscrew of the pacemaker was loosened. The rv lead was repositioned. The patient was in stable condition throughout the procedure.